Event description:
It was reported that the customer got several no delivery alarms during the manual prime. It was also stated that the customer was getting low battery life. Troubleshooting was performed, and the customer was using the insulin pump correctly. The insulin pump did not pass the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.